Event description:
It was reported that at the beginning of 2008, the pt was no longer able to hear well or clearly. Several days later she was no longer able to hear anything at all. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.